Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. No specific deficiency of the placed stent was reported. No specific deficiency of the placed stent was reported. There was no alleged relation between the reported events and the placed stent. As documented the acute renal failure was induced by contrast media used at the day of stent implantation. The multiorgan failure was alleged not be related to the placed stent or the stent placement procedure. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU. However, as documented there was no alleged relation between the clinical adverse events and the placed stent. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported through the results of the clinical trial that after stent placement procedure on left leg for de-novo stenosis on the external iliac artery, the subject had an adverse event of contrast media induced acute renal failure. The adverse event relationship was not related to study device and causal relationship to study procedure was unknown. Approximately six months and twenty-nine days after stent placement procedure, the subject developed multiorgan failure including non-occlusive mesenterial ischemia (nomi), chronic renal insufficiency, and cardial decompensation and passed away after eleven days. The adverse event ¿death due to multiorgan failure including non-occlusive mesenterial ischemia (nomi), chronic renal insufficiency, and cardial decompensation¿ was not related to the study device or study procedure.

Event description:
It was reported through the results of the clinical trial that post a stent placement on left leg for de-novo stenosis on the external iliac artery, the subject had an adverse event of contrast media induced acute renal failure. The adverse event relationship was not related to study device and causal relationship to study procedure was unknown. Approximately six months and twenty-nine days after stent placement procedure, the subject developed multiorgan failure including non-occlusive mesenterial ischemia, chronic renal insufficiency, and cardial decompensation and passed away after eleven days. The adverse event ¿death due to multiorgan failure including non-occlusive mesenterial ischemia, chronic renal insufficiency, and cardial decompensation¿ was not related to the study device or study procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.